Event description:
It was reported that the internal venous pressure measurement occasionally measures incorrect values and had loose contacts. The instance of time was not yet provided. Any pressure issue, or pressure reading issue, can lead to a pump stop if the interventions was set by the user. Therefore a report is required. Complaint ID # (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the internal venous pressure measurement occasionally measures incorrect values. The failure occurred during treatment. The cardiohelp was not exchanged. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on 2024-10-30. The fst confirmed that there was no visual damage observed on the connection cable for internal sensors (hls cable) and the sensor panel. The fst confirmed that when the hls cable was touched, the pressure was fluctuated. The hls cable was replaced, but the failure was not resolved. The sensor panel was replaced, which solved the failure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst the root cause was that the connector of the sensor panel and the hls cable was loose. In the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2024-10-07 for the period of 2017-11-18 to 2024-09-30. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-11-18. Based on the results the reported failure "incorrect pressure ¿ loose contacts on sensor panel" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint# (B)(4).